Event description:
In 2008, the patient reported that when he goes swimming the adhesive on his insulin infusion set does not stay as sticky. The patient was advised to use the 'sandwich method' to secure the infusion set. Complimentary tegaderm dressing was sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.